Manufacturer narrative:
Smiths medical has received the device sample. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the listed tracheostomy tube began leaking after an unknown amount of time in use. The tracheostomy tube had been checked for leaks prior to intubation with no leaks observed. No patient injury was reported.

Manufacturer narrative:
The reported tracheostomy tube was returned for product evaluation. The product was received inside a plastic bag and without its original packaging. Visual inspection of the device found no faults or abnormalities. The returned device was given functional testing: a syringe was attached to the inflation line and the device cuff was inflated. The entire device was submerged in water and bubbles were observed coming from a tear in the device cuff. The user reported that the inflation system was tested prior to patient use with no leaks observed; however, product evaluation and inspection was not able to determine what caused the cut in the tracheostomy tube cuff.